Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Prophylactic antibiotics were administered as a precaution. The pt has had no infection and his effluent remains clear. No adverse effects reported. Sample has not been returned to the MFR.